Manufacturer narrative:
Concomitant product(s): a 310c31 tissue valve, implanted: (B)(6)2007, dtba1d1 crt-d. Implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing during atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.